Event description:
New information received notes the right atrial (ra) lead exhibited noise over-sensing causing pacing inhibition.

Event description:
It was reported, that the patient presented at the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise throughout clinic checks. The lead was capped and replaced on (B)(6) 2024. The patient was not symptomatic.